Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual analysis of the full lead revealed blood/body fluid in distal conductor (not obstructed).

Event description:
It was reported the lead was attempted, but not used due to high impedances. It was reported during the implant procedure the lead was attempted, but not used due to high impedances. No patient complications have been reported as a result of this event.